Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed the receiver was suck on the initialing screen. Due to the condition of the device, functional testing could not be performed and a data log could not be retrieved. The reported event of a loss of connection was not confirmed. A root cause could not be determined.